Event description:
My newly applied dexcom 7 glucose monitor was attached to my skin only to receive a reading of sensor failure. The monitor was removed and I discovered there was no sensor wire/needle in the monitor. I contacted dexcom customer service with great difficulty. The first several calls were answered by an automated recording trying to offer me an medical device. I could not bypass this automated response. I finally reached a live human who had to read from a script with many questions that were totally irrelevant to my situation. The representative did not appreciate the medical emergency that I had no replacement monitor. It was new years eve and my blood sugars during the night often fall critically low (into 9 the 50's). I was told that a replacement unit would be made available on (B)(6) 2026. This was unacceptable for medical reasons, so I paid out of pocket over $280. I have now learned that the replacement sensor will not arrive until (B)(6) 2026.